Event description:
Stated problem: info from this complaint was obtained from chemtrec emergency incident report #2012-05-06-00024. Date of incident was (B)(6) 2012 at 11:43 am, reported by a coworker who stated that a coworker got the product in their eye. Coworker was in emergency room and msds was provided. Further f/ with chemtrec to obtain additional info regarding the 'consumer', product usage and outcome but very limited info was provided to chemtrec and 'consumer' did not f/u as requested. From a clinical perspective, additional info was not received on this case and we never got the medical report detailing the ER visit treatment. However from earlier telephone conversation that we had with the co-worker who accompanied the pt to the ER, we are deeming this a serious ae. This is based on the fact that the event necessitated a visit to the ER and treatment was rendered therein, possibly to prevent a permanent impairment to bodily structure.